Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a total lap nissen fundoplication procedure, the device button would not work. They used the device to complete the case. There was no adverse consequence to the patient.